Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that while putting the trays together after a case I noticed that a piece of the three hole pin clamp was missing. The screw part that tightens down on to the pins is gone and we cant use it without that. Product evaluation and results: visual inspection: visual inspection confirmed missing thump screw. See attachment 1 for image of the instrument. Dimensional inspection: dimensional inspection was not completed since visual inspection and functional inspection confirmed missing thump screw. Functional inspection: functional inspection confirmed missing thump screw. Product history review: review of the product history records indicate 25 devices were manufactured under lot no 06100111 and accepted into final stock on 11/15/ 2011. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 110716 lot number 06100111 shows no additional complaints related to the failure in this investigation. Conclusions: visual and functional inspection confirmed missing thump screw. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
While putting the trays together after a case I noticed that a piece of the three hole pin clamp was missing. The screw part that tightens down on to the pins is gone and we cant use it without that. Case type: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While putting the trays together after a case I noticed that a piece of the three hole pin clamp was missing. The screw part that tightens down on to the pins is gone and we cant use it without that. Case type: tha.